Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using a bd nexiva¿closed IV catheter system, the stylet was blocked which made the retraction difficult. There was no report of injury or medical intervention.